Event description:
The pt received her scs system on (B)(6) 2007. It was reported that the charger will not turn on. A replacement charger was shipped to the pt. No further info is available at this time. This report is being submitted as a precautionary measure as similar reported events have occasionally resulted in the explants of the device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.